Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: where was the foreign material found? (Inside shipping box, inside implant box, directly on device?) Please describe the type of foreign matter that was observed. Are there any photos of the foreign matter available? Is it possible that the foreign material fell into packaging upon opening of device? Was the seals on the foil still intact when the package was opened? Was any hole, puncture, or tear found (kit carton, pre-filled syringe packaging, or tip packaging) please refer to the event description, other information requested is unknown. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent a knee arthroplasty procedure on (B)(6) 2024 and bone wax was used. During the procedure, the equipment nurse found an unknown object inside the packaging while using bone wax. The equipment nurse immediately replaced the wax with a new one. No adverse patient consequences were reported. Additional information was requested.